Event description:
A report was received that the patient experienced a burning sensation at the pocket site while stimulation was on and while charging. The physician administered a trigger point injection and the patient is reportedly doing well following the intervention.